Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was shorter than expected by the user. A review of the alarm history confirmed low battery alarms had occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed multiple low battery warnings and one replace battery alarm. There was evidence of partially discharged batteries being installed observed. During testing, the pump powered on normally with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was intact. The pump¿s current draws were within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The issue of short battery life was not duplicated during investigation; partially discharged batteries had been inserted by the user. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.